Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. Troubleshooting was performed and customer reported that infusion sets were expired in 2008. Customer experienced high blood glucose levels. Customer¿s blood glucose level was 444 mg/dl. Customer treated their high blood glucose level via manual injection. Customer changed out their infusion set and the cannula was not bent. Customer was advised that set would be replaced. Customer is not returning products.